Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address the locking bar backing out of the tray for unknown reasons. Patient was also noted to have swelling. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. UDI (B)(4). The reported event was confirmed as the locking bar was returned for investigation and visual inspection identified abrasions and wear. Analysis of the mating features of the locking bar identified contact marks on the superior surface, inferior surface, and anterior edge. The marks on the inferior surface were determined to be the result of contact after the locking bar disassociated in vivo. Review of the marks on the anterior and superior surfaces under high magnification determined that the marks did not extend past the corner relief feature. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.